Manufacturer narrative:
Testing of actual/suspected device: customer complained of a ¿gas loss "alarm. The biomed determined that the unit failed the pim leak test. The getinge field service engineer (fse) replaced the pim and performed several leak tests with 100% success. Unit passed all functional and safety tests per factory specifications. Returned unit to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) alarmed "gas loss". No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep-2019 through aug-2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) alarmed "gas loss." It was further reported that therapy was continued for awhile until the end user stopped therapy and removed the unit. No patient harm, serious injury or adverse event was reported.